Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital with symptoms of bradycardia resolved by device reprogramming. Additionally, during device check it was noted that the rv and ra lead were dislodged due to patient being a twiddler. The leads were explanted and replaced. The patient condition was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.